Manufacturer narrative:
Device is a combination product. Device evaluated by MFR. Promus premier stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts from the proximal end of the stent lifted. The undamaged stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mm in length target lesion was located in the severely tortuous and moderately calcified, 38mm in diameter left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced, but resistance was encountered. The device was withdrawn and the stent was found to be deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed, 16mm in length target lesion was located in the severely tortuous and moderately calcified, 38mm in diameter left anterior descending artery. A 20 x 4.00 promus premier drug-eluting stent was advanced, but resistance was encountered. The device was withdrawn and the stent was found to be deformed and the stent struts were lifted. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.